Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable pump for non-malignant pain. It was reported that the pump was alarming. The hcp stated the patient had not used the pump in about a year and they were planning on removing the pump but there was no surgery date scheduled yet. Technical services walked the hcp through silencing the alarm. The hcp reported seeing code 97 [low reservoir alarm] and 98 [empty reservoir occurred]. Technical services reviewed code meaning. The hcp stated that the doctor was going to remove the pump.